Event description:
It was reported that during a laparoscopic gastric bypass procedure during the second firing of the endocutter on the stomach to make the pouch the gun failed and would not fire, no strange noises or issues observed. The scrub nurse changed the cartridge incase the device was loaded incorrectly, but the gun would still not fire. They opened a new device to use. One device will be returning. No adverse patient consequences reported. Procedure was prolonged by four minutes.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device.the device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.